Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and that the pump indicated a data log corruption. The customer's blood glucose was 97 mg/dl. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery incorrectly displayed was verified however, no failure was identified for data error alert.